Event description:
It was reported by the sales rep that during a shoulder scope surgery, it was observed that the coupler ac ffl 22 device was not focusing correctly. Another like device was used to complete the procedure with less than 5 minute delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a shoulder scope surgery, it was observed that the coupler ac ffl 22 device was not focusing correctly. Another like device was used to complete the procedure with less than 5 minute delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received at the service center and evaluated. It was reported that the device was not focusing correctly. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: damaged grasping mechanism; minor scratches on the unit. The endoscope grasping mechanism were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The user error was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.